Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported failure to deploy the thumb advancer was confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have caused or contributed to the reported event. A query of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. Additionally, four unused starclose se devices with the same part number and lot number as the complaint device were returned for evaluation. All unused devices passed visual and functional testing. A cause for the reported experience could not be determined based on the investigation findings from the tested sample. Based on a visual and functional inspection analysis of the returned devices, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device with a 6f sheath after a coronary interventional procedure. Reportedly, the sheath would not split. The safety release mechanism was used to remove the device. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.